Manufacturer narrative:
Device evaluation: the lens was returned in liquid in the vial. Visual inspection of the returned product found one haptic torn, with a piece torn off and missing. (B)(4).

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.2mm micl13.2 implantable collamer lens, -8.0 diopter, tore during loading and there was no patient contact. The backup lens was implanted. The reporter indicated the cause of the event was unknown.